Manufacturer narrative:
Device evaluation summary: upon visual examination of the returned device, it was noted that the entrust handle red safety tab had been pulled out of the entrust handle and not returned with the device. It was noted that the inner guidewire lumen/push rod was exposed and kinked several times. Back lighting was used to determine the location of the proximal end of the stent and the distal end of the inner guidewire lumen/push rod. The proximal end of the stent was in contact with the distal end of the inner guidewire lumen/push rod. The stent within the outer sheath of the entrust stent delivery system is of the appropriate length for a 100mm long stent. The proximal end of the catheter and handle were examined. It was noted that the blue strain relief/isolation sheath and gold colored isolation sheath had slid distally exposing the inner guidewire lumen/pushrod. It was noted that the pull cable was still attached to the silver outer sheath and to the handle causing a deformation of the distal tip of the handle¿s printed strain relief. No deformation of the inner guidewire lumen/push rod was noted within the handle. The pull cable was noted to be properly routed within the handle. The proximal hub luer lock was examined: no deformation or abnormality noted. Examination of the outer sheath revealed that the pull cable was properly attached. A kink in the inner guidewire lumen/push rod just proximal of the outer sheath was noted. The kinks in the inner guidewire lumen/push rod were severe enough to prevent the passage of a guidewire. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex self-expanding stent with entrust delivery system with a 6fr non-mdt sheath for the treatment of a 9cm lesion. IFU was followed. Embolic protection was not used. The vessel was pre-dilated. Minimal resistance was experienced during deployment. It is reported the physician was unable to deploy the stent properly. A non-medtronic stent was then used to complete the procedure. No patient injury reported.